Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 4.00x16mm liberte bare stent delivery system (sds) was found to be damaged upon preparation for the procedure. The procedure outcome is unknown. There was no patient involvement in this event.